Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, hit his lingual artery (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention and serious injury criteria of disability or permanent damage.

Event description:
Follow-up information was received on 29-mar-2021: the reporter informed that the patient was an adult (in his late 40s or 50s). He was injected with radiesse®, into the jawline, by a board-certified dermatologist. The patient was not previously treated with fillers. The patients medical history and concomitant medications were reported as none. Immediate after the radiesse® injection, the patient experienced the adverse event. They tried to dissolve radiesse® in the office. Nothing helped so they went to the emergency room. To prevent permeant damage, a part of the patients tongue was removed, further described as a half of his tongue. Due to provided information, the outcome of the event was considered as resolved with sequelae, and therefore changed from unknown. In the opinion of the reporter, the events were permanent, and related to radiesse®, since it was not possible to dissolve it.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, hit his lingual artery (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a male patient. He was injected with radiesse. During the treatment with radiesse, the patient experienced that the dermatologist hit his lingual artery. An emergency room physician treated the patient. As reported, the patient was in the hyperbaric chamber with a scheduled partial tongue amputation. Reportedly, the patient lost his tongue. The reporter wanted further information on dissolving radiesse. The outcome of the event was unknown.